Event description:
A pt underwent a laparoscopy with multiple lysis of adhesions. Intergel was instilled at the conclusion of the procedure. Post operatively the pt developed a fever of 100-101 degrees. They also developed severe abdominal pain. Upon second look laparoscopy, multiple adhesions and clear acidic fluid was noted. Cultures of the fluid were negative and the pt's white blood cell count was described as a substance resembling rubber cement. This was peeled off and preserved in formalin. Cytology revealed an inflammatory exudate that was not infected. Cytologic features were consistent with chemical peritonitis. A third look laparoscopy was performed. A worsening adhesion was noted. Biopsies were taken and cultures were reported as negative. The pt's fever persisted for two weeks after which time it resolved.